Event description:
Additional information received later indicated that the pump had been implanted since 2006 and was functioning well. Patient came in for appointment on (B)(6) 2012 with complaint of increased pain since a week when the unrecovered stall was noted. Pump had been infusing dilaudid from (B)(6) 2006 to (B)(6) 2009 and was then changed to fentanyl until present.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly and corrosion.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The logs showed a stall on (B)(6) 2012 and tube set (B)(6) 2012. Patient had not had an MRI. Patient experienced headache, shaking and increased baseline pain. Drug delivered via the device was fentanyl. Cause of stall was unknown; they suspected off label drug use lead to pump corrosion. Per the reporter the pump was to be replaced; patient was being covered with oral meds. It was later reported that the pump had been explanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).